Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that balloon rupture occurred. A 12.0 x80mm, 75cm charger balloon catheter was advanced for dilation. However, during inflation at 5 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient status was stable.